Event description:
Impedance on electrode #5 was greater than 10,000 ohms. No pt symptoms were reported. The pt was advised to f/u with their primary care physician. The outcome was reported as "resolved with sequela". The lead impedance remained greater than 10,000 ohms as of 2008. A f/u report will be submitted if additional info becomes available.